Manufacturer narrative:
(B)(4).

Event description:
Additional information from the health care professional reported that the symptom related to the abnormal battery depletion was increased nocturia. The cause of the battery depletion was indeterminate. Further information noted the placement of the device gave the patient almost complete resolution of severe urinary frequency and pain syndrome. With the device on and functioning, she was down to urinating 1 time at night. When the battery died and she was no longer able to activate it with her remote, she then subsequently started urinating as often as 6-8 times at night. The patient provided the hcp with her voiding diary noting her previous and recent voiding patterns. The hcp suggested interrogating the device with the presence of a manufacturers representative. The device appeared to be with limited battery function at that point which was consistent with a spent device. The patient was informed of the benefits and risks and they discussed putting in a new battery. They decided to go ahead and place another implantable neurostimulator.

Manufacturer narrative:
Concomitant medical devices:: product ID: 3889-28, lot# v170198, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that her implantable neurostimulator (ins) was replaced. She was initially told that the device would last 6-10 years and after 5 it had stopped working. The patient didn't even know that it stopped working, but therapy stopped due to battery depletion. The onset of these symptoms was sudden. She had not had any programming sessions besides right after implant and did not use her programmer on a regular basis. She was not aware of a longevity estimate ever being performed. The patient could not continue with the therapy when her current ins depletes due to the cost.